Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system 2. Reference medwatch with patient identifier (B)(6) for the aviva system 1.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 406 mg/dl (aviva system 1) and 94 mg/dl (aviva system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.